Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient received antitachycardia pacing therapy for an atrial arrhythmia. Programming changes were made. The patient condition is fine.